Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a hypotension occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician obtained venous access using ultrasound guidance and inserted the trusteer sheath with the versacross connect dilator and rf wire. After confirming the correct position on the septum via x-ray and transesophageal echocardiography (tee), the team proceeded to cross into the left atrium (la). The trusteer sheath was advanced over the rf wire, and the versacross connect dilator was removed, leaving the wire in place. A 6fr straight pigtail catheter was backloaded and positioned in the left atrial appendage. The rf wire was then removed. The scrub tech connected a manifold, drew blood for active clotting time (act), and obtained la pressure. While preparing for contrast imaging, the patient blood pressure began to drop, and the anesthesia system failed to function properly, resulting in respiratory compromise. The team responded immediately by administering medications and using an ambu bag to stabilize the patient. Tee imaging was performed to assess cardiac function, but no abnormalities were identified. The physician removed the trusteer sheath and pigtail from the left atrium and left them in the superior vena cava (svc). The decision was made to abort the procedure. The patient vital signs eventually stabilized, and they were transferred to the cardiovascular intensive care unit (cvicu) for further monitoring and care. The physician suspected that the cause of this event was an allergic reaction caused by the contrast injection for imaging of the appendage with a combination of the anesthesia machine going off. The patient was discharged with no further complications. The device is not expected to be returned for analysis (discarded). No pe or air embolism were noted. The allergy was suspected to have been caused by the contrast injection when getting a picture of the appendage. The physician believed that the cause of the event was an allergic reaction with a combination of the anesthesia machine going off. There was no difficulty with crossing the septum. None of the versacross system was inside the body of the patient when the complication arose with the patient, and no versacross system caused any issues in the middle of the procedure. In the physician's opinion, the versacross system was not the cause of the patients' complications during the procedure. The act was therapeutic during the middle of the procedure. The act was 400+ when resulted in the middle of the procedure.